Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a loss of prime issue that occurred three or more times. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: a review of the black box showed multiple loss of prime warnings with no delivery or prime occurring and a low non zero force. The pump was exercised for 24 hours and the loss of prime complaint was not duplicated. Force calibration testing was performed and passed. (B)(4).